Event description:
During the preventive maintenance of a da vinci si surgical system, it was noted that the patient side manipulator (psm) arm failed the axis 2 brake test. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the psm involved with this complaint. Failure analysis investigation confirmed the reported issue with the psm. The psm failed the weighted brake drop test. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the psm used during this reported event. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although this was found during a preventative maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.